Event description:
It was reported the subject device shuts down without warning and the image disappears. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to g4. Updated fields: d8, d9, h3, h4, h6 and h10. Corrected field: d4 (PMA/510k number) . The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable was broken and therefore the image was not displayed. Additionally, it was found that the fibre bonding in the outer tube area (distal end) was damaged. A review of device history record revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 - postal code: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device shuts down without warning and the image disappears. No patient harm reported.